Event description:
It was reported the patient was not getting stimulation and device was not responding to the patient programmer. The patient experienced a lack of effect and pain control. X-rays indicated the lead was in a satisfactory position. Reprogramming was tried several times, but was unsuccessful. The entire system was replaced. During the surgical procedure, it was noted the soft tissue had adhered to and was covering the distal electrode. The patient recovered without sequela.